Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon interrogation, it was found out that there were automatic mode switch (ams) episodes from noise oversensing on the right atrial (ra) lead. No intervention was performed. The clinic will continue to monitor the patient. The patient was stable.